Event description:
Tray was opened and glenosphere was broken, it is unknown how the breakage occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.